Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested a review of the data from this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the device data and noted that the ICD delivered three potential inappropriate shocks for an atrial arrhythmia. Ts observed that the rhythm appeared sinus-driven, as the atrial rate was greater than the ventricular rate, with a possible rapid ventricular response (rvr). No additional adverse patient effects were reported. This ICD remains in service.